Event description:
A customer reported that three of his adc meters with 2 strip lots produce higher readings with a deviation of 80 mg/dl when compared to readings from (unknown) "laboratory system through his physician", however, customer could remember only one pair of values 100 mg/dl laboratory to 180 mg/dl adc. The results when plotted on parkes error grid fell into a "c" zone showing the difference in values being clinically significant. The customer further reported that "several times last week his blood sugar was too low." The customer reportedly experienced sweating, tremors, nausea and self-treated with glucose, sweets and cola to alleviate the symptoms. The customer denied any third-party medical intervention. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meters with s/n (B)(4) and strip lots 45001f135 & 45001c191 have been returned and upon investigation, the complaints were not confirmed and no new issues were observed. The manufacture dates for meter (B)(4) is 10/24/2006 and (B)(4) is 09/02/2005. Note: the date of the medical event is unknown.